Event description:
During a remote follow-up, the device was unable to be paired to the patient's app and a loss of bluetooth (ble) telemetry was suspected. No intervention has been performed at this time. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The results of the software analysis are inconclusive since relevant information related to the event was not able to be obtained. Based on the information received, the cause of the reported incident could not be conclusively determined. If additional information is received, the analysis will be re-opened and reassessed. The patient is showing as connected via merlin.net as of the closure of this investigation.

Event description:
Additional information was received that the device was able to be successfully interrogated using bluetooth and inductive telemetry and the app was able to be re-paired.